Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 519mg/dl at the time of the incident. The customer reported that she uses the revel and quickset; she has autism and always inserts the infusion sets for her. This was the 5th or 6th infusion set I have had a problem with. The customer changed her set and tested her blood glucose and it was 519mg/dl. The patient¿s daughter had high blood glucose after infusion set changes. Blood glucose was 324mg/dl. The patient's current blood glucose was 195mg/dl. The customer treated high blood glucose with manual injections. Based on customer report customer does not allege pump was under delivering. The customer stated that the drive support cap appeared normal (slightly indented). Customer is not calling back to perform high pressure test. The insulin pump will not be returned for analysis.